Manufacturer narrative:
(Remove codes 2199 and 4582. Add codes 1905 and 4614).

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable resulting in the pump shutting down. As a result, the customer's blood glucose (bg) level was approximately 400 mg/dl, and a manual injection of insulin was administered to address the bg. Subsequently, the customer went to the emergency room (ER) on (B)(6) 2024 and was treated with intravenous fluids of saline and insulin. The customer was released from the ER three hours later with no permanent damage and the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. There was no reported adverse impact on customer's blood glucose level.